Manufacturer narrative:
Device is a combination product. Date of birth: (B)(6).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the left anterior descending artery. Following pre-dilation with a 3.0x15mm emerge balloon catheter at 12 atmospheres for 10 seconds, a 4.00 x 20mm synergy drug-eluting stent was advanced and deployed at 16 atmospheres for 20 seconds. However, during deflation, the stent balloon could not deflate. The device was pulled back into a 3.5 guide catheter but was still unable to deflate. The system was removed altogether and the procedure was completed. No patient complications were reported and patient's status was doing fine.